Event description:
Event description boston scientific received information that during a follow-up, it was discovered that the lead safety switch was triggered by an impedance measurement greater than 2500 ohms on this atrial lead. Daily measurements showed that this occurred approximately two months prior. There was no atrial capture and no impedance measurement available in unipolar configuration while the device was programmed to ddd mode. Atrial undersensing was also noted. The patient felt fine as they do not often pace in the atrium. Electrograms were sent to technical services for review.

Manufacturer narrative:
Technical services reviewed the electrograms and recommended that the field representative program the device to vvir and avoid atrial therapy altogether. The lead remains implanted. No additional information is available at this time. If additional information becomes available, the event will be reopened. Additional information was received stating that a revision procedure was subsequently performed. The lead was tested with a pacing system analyzer (psa) during the procedure and there was no capture or sensing and impedance measurements were greater than 2000 ohms. Therefore, the lead was removed from service and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, it was discovered that the lead safety switch was triggered by an impedance measurement greater than 2500 ohms on this atrial lead. Daily measurements showed that this occurred approximately two months prior. There was no atrial capture and no impedance measurement available in unipolar configuration while the device was programmed to ddd mode. Atrial undersensing was also noted. The patient felt fine as they do not often pace in the atrium. Electrograms were sent to technical services for review.